Event description:
During shift check, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) upon powering up" was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was defective load cells, likely attributed to mishandling such as a drop or a defective component. Visual inspection of the returned autopulse platform was performed, and no physical damage was observed. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) on the customer's reported event date; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. Load cell characterization test results confirmed that both load cells were defective, and they need to be replaced to remedy the fault. Zoll is awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).